Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : not available.

Event description:
It was reported that the devices will be removed due to a majority of the screws in the mandible appearing to be fractured.

Event description:
It was reported that the devices will be removed due to a majority of the screws in the mandible appearing to be fractured.

Manufacturer narrative:
The reported event could be confirmed as the surgeon provided images that showed the tmj devices bone screws were fractured. The surgeon plans to remove the left unilateral tmj devices and implant a bilateral set of tmj devices. This event was related to the patient's condition. This event does not indicate device failure, malfunction, or other performance issues. This event is not associated with a product failure mode.